Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material clogged in the nozzle was not identified. Hence, a conclusive root cause of the foreign material remained in the device could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the production labels needed to be replaced, angulation was below service standard, control knobs had play, distal end plastic cover had a chip and a scratch, objective lens had a tiny chip, light guide lens was chipped, bending section cover glue had a crack, and the insertion tube had scratches near the bending section and restriction at the down angle wire. The customer cleaned, disinfected, and sterilized the device before sending it to olympus. The customer did not know what the found foreign material is. There was no delay in the start of the pre-cleaning, and the air/water nozzle was flushed with water. The air/water nozzle was flushed with air and water, the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges, and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had no flow coming from the air/water supply. The issue was found during preparation before use inspection for an unspecified procedure. The intended procedure was completed with another similar device. There were no reports of delays. The device was returned for evaluation. During the device evaluation, it was found that the nozzle was clogged, and the air/water flow had no flow. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.